Manufacturer narrative:
The investigation for the console (aic) display issues has been completed. Data logs showed multiple occurrences of the "purge disc not detected" alarm (event set #402), which would caused the case start to not proceed to the next step 3. The console was returned for evaluation and upon inspection, the issue of purge disc not detected was reproduced by connecting the purge cassette. It was confirmed that the purge flag was broken. While investigating purge system, found some dextrose residue. The root cause for the purge disc not detected alarm (event set #402) was broken purge flag.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Event description:
The complainant had a pump support ongoing when there was an automated impella controller (aic) malfunction. The aic purge would not advance to next screen. There was no harm to the patient.